Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer¿s field service engineer (fse) confirmed the reported failing oxygen flow accuracy test issue. The manufacturer¿s field service engineer (fse) remotely corrected the ventilator settings to address the reported problem, and the oxygen flow testing passed. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The manufacturer¿s field service engineer (fse) reported a failing oxygen flow accuracy test. There was no patient involvement.